Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device delivered scissored clips. The procedure was completed with the same device. There was no patient consequence. One device was discarded.